Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found the device exhibited no telemetry due to an integrated circuit anomaly.

Event description:
This report is to advise of an event observed during analysis.